Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said about maybe once since they've had the ins, the stimulation seemed to have turned off on it's own and pt said it was possible they pushed something while charging (pt did not remember when that was). Pt said they knew the ins was off then as they felt the pain progressing in the wrong way and pain increased so much. Pt then said yesterday the same thing happened where they no longer felt the therapy relief, but when they went to check the controller, the controller indicated the stimulation was on. Pt mentioned the controller couldn't find the device for quite a while. Pt said once they confirmed the ins was on, they just let it be, but stim didn't seem to be working all day. Pt said that was on group a (pt used group a pretty much as they liked it the best) and said they normally don't feel stim, but can feel the therapy relief when working. Pt said they switched to group b today and seemed to be better so far today, but pt had not been on their feet very much yet. Pss asked if pt was doing a certain activity when they noticed the issue yesterday, and pt said they had pool physical therapy yesterday, but the issue had started prior to that. Pt also said they had been working on some home improvement things, but has been working on that for weeks. Pt also said some lumber fell on them and they were knocked out/concussed. Pss asked if pt had any falls, pt said they did fall about a month ago. The circumstances that led to the reported issue were asked but unknown. Troubleshooting was unable to be performed as pt said they didn't know if they would be able to tell if group a wasn't working right away, so they didn't want to try group a during the call and would stay on group b and try a tomorrow again. The patient was redirected to their healthcare provider to further address the issue.